Event description:
Pt had a bilateral breast augmentation in 1978 with saline implants. Pt developed a capsular contracture on left side and this implant was replaced with silicone implant. She has since developed another grade ii capsular contracture on left side. Pt had a mammogram and sonogram and was told the implant was ruptured. Pt decided she wanted both implants removed.